Event description:
It was reported that a smiths medical pump was alarming - under infusion - per facility pump alarmed before scheduled disconnect 34.35 mls displays as remaining 65.65 ml given. No adverse patient effects were reported.